Event description:
It was reported that the device was displaying a service icon. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the device and is currently investigating the reported failure.